Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, however a tear was observed in the external portion of the soft cannula allowing insulin to leak out of the fluid path. It cannot be determined when or how this damage occurred, or if it contributed to the reported event. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 562 mg/dl with ketones present, while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.